Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner z, the ball joint at the tip was loose and could not be fixed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213 & 67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period (enter timeframe) was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213 & 67): the investigation has been started since the complaint was received, and the following contents has been conducted: 1. Analysis of production: the DHR of the reported lot 3000175662 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production, and all passed the function test, which demonstrate the ball joint can be fixed. 2. Trend analysis: in the last 12 months, 21-oct 2020 to 21-oct 2021, the occurrence rate is approx. 0.0076%. There¿s no similar complaint reported for this lot 3000175662. 3. Returned product evaluation: the device was returned, the following contents have been done: 1) physical inspection: no visual defects were observed on the product; 2) functional test: tighten the knob to click and checked ball joint can be fixed. Assemble the device securely onto a reference retractor blade by sliding the positioner base onto the rail and locking the lever, tighten the knob to click and checked the ball joint can be fixed. 3) disassemble and examine the assembly according to the applicable manufacturing process instructions. It is found that the relevant components ¿appearance and dimensions are well within drawing specification. 4) verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. Based upon the above evaluation, no indication of ball joint loose was observed under the situation of knob tightened for the reported device. All the products had passed 100% mechanical function test during production, and no deficiency identified from production relevant to the mechanical issue- ball joint loose prior to this complaint. It is not indicated that it is the product or manufacturing problem caused or contributed to the reported failure. Reviewing complaint history, the occurrence rate is about 0.0076%, which is under the anticipated o=1 (< 0.1%), there is no harm to the patient, and labeling instructed the caution and using method to customer, the risk is considered as low. Since the event occurred during the use of the device and the detail operation is unavailable for review, it is not possible to determine if the device was used in accordance with the labeling in regards to the reported failure, the reported complaint was unable to be confirmed. The trend regarding the ball joint loose will be kept in monitoring. Based the returned condition of the device and results of the investigation the reported complaint was unable to be confirmed.

Event description:
N/a.